Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) migrated midline and was over the spine. The patient underwent a revision procedure wherein the pocket site was moved. The patient was doing well postoperatively and the device remains implanted.